Manufacturer narrative:
Concomitant medical products: product ID: unknown, cath lot and serial# unknown, product type: catheter . (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported a magnetic resonance imaging (MRI) was not related to the device therapy. The pump stopped and restarted. Intervention and outcome were not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.